Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While using the straight saw attachment the saw kept losing power, and there was jerking motion of the arm. This has happened more than once, all with different mics handpieces, so I am going to start here with the attachment. Case type / application: tka.

Manufacturer narrative:
Reported event: while using the straight saw attachment the saw kept losing power and there was jerking motion of the arm. This has happened more than once, all with different mics handpieces so I am going to start here with the attachment. Case type / application: tka. Product evaluation and results: not able to reproduce reported issue. System investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 7/9/2014 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209999 , l/n rob294 shows no additional complaints related to the failure in this investigation. Conclusion: the failure is not confirmed via inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
While using the straight saw attachment the saw kept losing power and there was jerking motion of the arm. This has happened more than once, all with different mics handpieces so I am going to start here with the attachment. Case type / application: tka.